Event description:
A report was received that the patient had swelling and pus at the lead site. The physician is unsure if the infection was device or procedure related. The patient was given IV antibiotics, however, the symptoms had not subsided. The patient will follow up with an infectious disease physician.

Manufacturer narrative:
Additional information was received that the patient was prescribed a regime of antibiotics and is reportedly doing fine. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient had swelling and pus at the lead site. The physician is unsure if the infection was device or procedure related. The patient was given IV antibiotics, however, the symptoms had not subsided. The patient will follow up with an infectious disease physician.